Manufacturer narrative:
(B)(6) 2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Pinching my teeth [sensory disturbance] the bottom brush keeps coming off, and I had one that came off completely [device breakage] another that's coming loose - toothbrush head [device physical property issue] case description: consumer reported via phone that bottom brush keeps coming off and had one that came off completely. Another brush is coming loose and pinching teeth. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Pinching my teeth [sensory disturbance]. The bottom brush keeps coming off, and I had one that came off completely [device breakage]. Another that's coming loose - toothbrush head [device physical property issue]. Consumer reported via phone that bottom brush keeps coming off and had one that came off completely. Another brush is coming loose and pinching teeth. No serious injury was reported.